Event description:
Nine months post index procedure, a controlled angiography revealed occlusive restenosis in the mid right coronary artery. This was treated with plain old balloon angioplasty.in 2005, the patient had two stents implanted in the mid right coronary artery. The target lesion was pre-dilated with a balloon at 14 atm and a 3.0 x 28mm bx sonic stent was implanted at 14 atm and then a 3.5 x 13mm bx sonic stent was implanted at 14 atm. Pre-procedure medications included: aspirin, clopidogrel, statins and beta-blockers. Intra-procedure medications included: heparin.

Manufacturer narrative:
Please note: this device is distributed outside the united states; however, it is similar to the coronary stents distributed in the united states. Additional information will be submitted upon 30 days of receipt. This is one of two medwatches associated with this adverse event. The following are the mfg. Numbers: 9616099-2007-01477 and 9616099-2007-01478.